Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a syncopal episode. A pacemaker mediated tachycardia (pmt) was also recorded. Technical services (ts) recommended to continue to monitor. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 field: code f11 instead of previous one.

Event description:
It was reported that, the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a syncopal episode. A pacemaker mediated tachycardia (pmt) was also recorded. Technical services (ts) recommended to continue to monitor. This crt-d remains in service. No additional adverse patient effects were reported.